Event description:
The surgeon reported noticing a torn haptic after the ao60g iol was inserted into the pt's eye. The lens was cut in half and removed. The incision was enlarged to remove the lens. The backup lens was implanted successfully, and sutures were used to close the incision. The pt's prognosis is very good. Please reference MDR# 1119279-2011-00143.

Manufacturer narrative:
Per the akreos ao60 directions for use (dfu), ai-28 inserter is recommended for use with akreos ao60 model lenses. The complaint info indicates that a viscoject 1.8 inserter was used in the event. The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a product eval or device history records review could not be performed for the inserter device.